Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of signal from the atrial pacing found on the right ventricular (rv) lead channel. Technical services (ts) analyzed the presenting electrogram (egm) and found that this resulted in pacing inhibition. Ts recommended reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this crt-d system remains in service.